Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacturer as no product was returned and no part/lot number was available. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Surgeon submitted presentation to synthes. It was discovered on slide 6, nonunion or malfunction, there is a plate and one screw broken. It is not known if the pt had the hardware removed. This is one of two complaints for this event.